Manufacturer narrative:
Product complaint # (B)(4). Investigation summary- an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition, therefore it has been determined that no corrective and preventive action is required at this time. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product is received at a later date, the investigation will be updated as applicable. Added: d10 concomitant.

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
On (B)(6) 2006, the patient underwent a metal-on-metal hip replacement with a depuy hip replacement system. Following the surgery, the patient began experiencing severe pain, swelling and limited mobility. Over time, the patient's condition worsened and was diagnosed with metallosis. Medical testing revealed elevated levels of cobalt and chromium in the bloodstream. The patient also suffered from bone destruction, tissue necrosis, emotional distress and mental anguish. Affected side: unknown.

Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: no device associated with this report was received for examination. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: there is no evidence suggesting manufacturing or material error as a potential cause for the incident involving the asr platform. Where the product and lot code was provided, a manufacturing records evaluation (mre) was not performed. Added: a2 date of birth, a3a, b5, b6, b7, d4 (lot, expiration date), g4 PMA/ 510(k), h4, h6 health effect - clinical code. Corrected: a1, d1, d2a, d2b, d4 catalog, d10 concomitant.

Event description:
Additional information received states that the affected side is the left hip.